Event description:
Pt admitted on 1/13/97 with complaints of increased weakness in rt arm/leg & blurred vision for 1 month. CT-scan showed hydrocephalus. A lumbar drain was inserted on 1/13/97 without incident at 3:00 pm. On 1/14/97, at 5:30 pm, rn entered pt's room and discovered a pt care associate (pca) walking pt to bathroom. The pca capped pt's lumbar drain tubing after opening the system. The drainage system was open and hanging at bedside. Physician was notified. The drain was removed and an attempt to insert a new drain was unsuccessful. Pt was discharged 1/15/97. Pt to be readmitted in one week for placement of vp shunt.